Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that device displayed a technical failure 300 - device in failsafe. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
The customer did not return the device for evaluation; however, a field service engineer (fse) was able to go onsite to evaluate the device and download the device logs to send it to technical support (ts) for review. A review of the logs confirmed the reported alarms. The device went through approximately 2 hours of testing and during this time, the alarms were unable to be duplicated. Technical support recommended power cycling the unit ten times to check for the recurrence. Additional logs were received after power cycles were completed, and these showed no alarms or errors. Performance checks were completed successfully, and the ventilator is operational and meets OEM specifications.